Event description:
A call was received through technical services reporting the patient had received over 30 inappropriate shocks in one day, due to oversensing, as indicated by the short interval counter, which registered 8445 over 5 days. There was also noise, and an apparent lead fracture was suspected. The pace/sense portion of the lead was capped, and a previously capped pace/sense lead was reused. The high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise was noted. The lifetime sic (sensing integrity counter) was 9203. A high value of this counter can indicate a possible intermittency in the system. The ventricular impedance measurements were steady throughout the measurement period. The rv daily measurement was 672 in 2007, and previous results were in the 400-500 ohm range. Other: a call was received through technical services reporting the patient had received over 30 inappropriate shocks in one day, due to oversensing, as indicated by the short interval counter, which registered 8445 over 5 days. There was also noise, and an apparent lead fracture was suspected. The pace/sense portion of the lead was capped, and a previously capped pace/sense lead was reused. The high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. No conclusion can be drawn. Lead(s), fracture of,oversensing. Device remains activated; shock, inappropriate, noise.